Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Blood glucose (bg) level was 508 mg/dl. A bolus was administered to address the bg level. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged data error alert was verified. The investigation has been completed. Functional testing was performed for the elevated bg level and no failure was identified related to the reported issue.